Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Report 1 of 2: reference MFR report: 1627487-2018-11805. It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed the leads were fractured. As a result, surgical intervention is pending.

Event description:
Report 1 of 2; reference MFR. Report: 1627487-2018-11805. Follow-up identified the patient had been without stimulation for approximately 2 months. In addition, interrogation of the lead revealed high impedances on 16 contacts. Surgical intervention was undertaken on (B)(6) 2018 where the leads were replaced with new models. Effective therapy was restored postoperatively thus resolving the issue.